Event description:
It was reported that the bd angiocath yel 24ga x 0.75in catheter tip was deformed. The following information was provided by the initial reporter: it was reported that the tip of the catheter is deformed (bent) during use.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
To aid in the investigation of this issue, the affected sample was returned for evaluation by our quality team. Through examination of the sample, the catheter tip was observed damaged. It is probable that the defective catheter resulted from the catheter pointing stage in the tipper machine. A device history record review was completed for provided material number 381112 and lot number 4257579. During analysis, records of poor catheter tip performance were identified on the tipper machines. Corrective maintenance was performed and adjustments were made to the settings, height of the mandrel door sensor, die alignment and delivery in order to mitigate this issue. This type of defect is being further addressed through a corrective and preventive action plan. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.